Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported a false occlusion which were verified through a review of the event history log and found that the lower ultrasonic sensor fluid was found to be out of spec.. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.